Event description:
The MFR was notified by a durable medical equipment (dme) supplier that a pt expired while using a bi-level positive airway pressure (bipap) device. The dme stated that family members reported the device kept shutting off during the night; when the dme came to the house in the morning, they were informed the pt had passed away. During a phone interview, the pt's wife stated that the pt had been discharged from the hospital several days prior to the event, and was in a terminal state. She also stated the pt had refused dialysis and other extraordinary measures, and was reported to have only about 10% cardiac function. The daughter was monitoring the pt during the night of his passing, and called the dme to report the device occasionally shutting off while in use. The daughter continued to turn the device back on when it shut off to continue therapy. The wife of the pt stated that her husband's breathing became progressively worse due to his medical condition(s), and eventually passing during the night. The wife also stated that they did not call 911 or perform CPR and allowed him to pass because those were his wishes. She also stated that she did not feel the device was in any way responsible for the husband's death and that it was his medical condition(s) that caused his death.

Manufacturer narrative:
The MFR has made repeated requests for the return of the device for eval. However, the dme is holding the device in quarantine per their policy pending assessment. Upon conclusion of the manufacturer's investigation, a follow up report will be filed.